Event description:
The user facility reported burns having been observed on a pt's liver during a therapeutic laparoscopic cholecystectomy. The procedure was reportedly completed with the same electrode and set of equipment. The pt was said to require no medical or surgical intervention as a result of the alleged event.

Manufacturer narrative:
Olympus followed up on this report, via phone and in writing, and user facility personnel provided minimal detailed info regarding the reported event. The electrode referenced in this report was returned to olympus for eval. The electrode was tested with an olympus electrosurgical unit and was found to work appropriately. The electrode also passed insulation testing. No damage was noted to the electrode, however, slight residue was observed on the ceramic portion of the electrode tip. The cause of the reported phenomenon cannot be conclusively determined. The electrode will be forwarded to the original equipment MFR for further investigation. If significant add'l info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.